Event description:
The pt received two leads with the same lot number. It was reported x-rays had been performed, and it was determined both of the pt's leads had migrated. A follow up revealed surgical intervention was to be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.